Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with injection fortum (one gram, daily for one week, route not reported), ciprofloxacin (100 milliliters for one week, route and frequency not reported) and tobramycin (40 milligrams for one week, route and frequency not reported) for peritonitis. At the time of this report, the patient was in stable, recovering from the peritonitis event and antibiotic therapy was ongoing. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient finished all of the antibiotic treatment and the patient's peritoneal dialysis effluent was completely clear. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.